Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Capsular contracture, baker grade 3, side unknown.

Event description:
Right-side capsular contracture baker grade 3.

Manufacturer narrative:
Correction: b3, b5, d4, d6a, h4.